Event description:
Event description guidant received information that these bipolar leads exhibited no capture or sensing due to dislodgement. The patient is a twiddler. The leads were successfully repositioned and remain implanted.